Event description:
It was reported that the insulin pump had cracks near the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had cracks on the end cap, display window corners and battery tube threads, as well as a scratched lcd window and loose drive support disk. The unit alarmed motor error during the rewind due to a corroded motor home switch.